Event description:
It was reported that the unit was not reading the pressure properly. Further, 25 bags of fluid were used in a simple shoulder procedure. It was further reported that no extravasation was observed and the unit was swapped out. No patient harm or delays were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.